Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial connector portion of the lead measuring 20.4 cm was returned for analysis. External insulation abrasion was noted from 7.2 cm to 7.4 cm and from 10.4 cm to 10.7 cm from the connector pin, consistent with friction against the pulse generator can. The portion of the lead returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.